Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment with the custom combiset bloodlines. Blood leaked from the top of the venous chamber from either a split in the plastic or tubing that was not properly sealed. Additional information was obtained during follow-up. The blood leak was noted a couple minutes after treatment initiation. Machine alarms were not received. Blood was visually observed dripping from the venous chamber and onto the machine. The rn suspected that pressure within the venous chamber caused the round edge on top of the venous chamber to pop up and allow blood to drip out through the back of it. The rn confirmed that the leak did not involve the heparin or transducer lines. There were no openings within the circuit. Treatment was paused. The patient¿s blood was slowly reinfused. There was no serious injury or required medical intervention. The patient¿s estimated blood loss (ebl) was approximately 75 ml. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample was received without original packaging to identify the catalog or lot numbers. During disinfection of the complaint sample, a leak was identified on the level adjust line assembled to the top venous chamber. During visual inspection with a microscope, a small cut was found in the level adjust line assembled to the top chamber of the venous line. Additional examination revealed no other issues on the product sample. The alleged failure mode was confirmed. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly process of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.

Event description:
A user facility registered nurse (rn) reported to fresenius that a blood leak occurred during the patient's hemodialysis (hd) treatment with the custom combiset bloodlines. Blood leaked from the top of the venous chamber from either a split in the plastic or tubing that was not properly sealed. Additional information was obtained during follow-up. The blood leak was noted a couple minutes after treatment initiation. Machine alarms were not received. Blood was visually observed dripping from the venous chamber and onto the machine. The rn suspected that pressure within the venous chamber caused the round edge on top of the venous chamber to pop up and allow blood to drip out through the back of it. The rn confirmed that the leak did not involve the heparin or transducer lines. There were no openings within the circuit. Treatment was paused. The patient¿s blood was slowly reinfused. There was no serious injury or required medical intervention. The patient¿s estimated blood loss (ebl) was approximately 75 ml. Treatment was restarted and successfully completed on the same machine with new supplies. The sample was reported to be available to be returned to the manufacturer for physical evaluation.